Manufacturer narrative:
Date rec¿d by MFR : 08oct2019, date of report : 08oct2019. The service technician confirmed the issue was a setting error but declined to provide additional repair details. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had a low pressure alarm. The customer stated that the unit was in patient use at the time of the issue, however no impact or harm to the patient was reported. The event date was not specified; estimate used.